Manufacturer narrative:
The reported event is confirmed - other. Visual inspection noted the catheter balloon was partly inflated. Using returned syringe, 7 ml of solution was passively withdrawn from the balloon. Inflated the balloon with 10 ml of methylene blue solution and the catheter was allowed to rest with no observed leaks. Balloon was asymmetrical 80:20. Attempted to deflate the balloon passively and only 7ml was withdrawn. Using the in house syringe, balloon deflated in 1min 14sec. Cuffing noted. The complaint is against the syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pretesting sterile water could not be drawn from foley catheter. Per the notification received from the investigator on 29jan2026, it was reported that the balloon of catheter had been asymmetrical at 80/20, and cuffing noted during sample evaluation on 23dec2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pretesting sterile water could not be drawn from foley catheter.